Event description:
Patient was implanted on the right side and started experiencing pain. It was noticed that the taper connection between the femoral shaft and the femoral stem had fractured. Hence, patient underwent a revision surgery.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: innex, sc femoral component, right, cemented, m; catalog#: 01.02001.053; lot#: 2520579. Innex, tibial baseplate, fix, cemented, 3 m; catalog#: 01.02001.116; lot#: 2540738. Innex, patellar component, pe, cemented, 35; catalog#: 01.02001.302; lot#: 2532316. Innex, anchorage stem, straight 0, uncemented, 17-65; catalog#: 01.02001.436; lot#: 2539532. Innex, tibial spacer, cemented, 3-12; catalog#: 01.02001.610; lot#: 2505213. Innex, femoral spacer, l/med-r/lat, distal/posterior, cemented, m/m+, 8-4. Catalog#: 01.02001.664; lot#: 2517485. Innex, sc tibial insert, fix, m/15; catalog#: 01.02001.260; lot#: 2531455. Innex fem.sp.l/lat-r/med m 4/8; catalog#: 01.02001.569; lot#: 2321297. Therapy date: (B)(6) 2021. Additional information was received on feb 22, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents(implantation and revision report) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It turned out that the complained product (innex knee) and/or similar devices are not registered/distributed in the us. Therefore, this incident-report needs to be deleted. Please delete this case from your system.

Manufacturer narrative:
It turned out that the complained product (innex knee) and similar devices are not registered/distributed in the us. Therefore, this incident-report needs to be deleted. Please delete this case from your system. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and experienced pain. Subsequently it was found that the taper connection between the femoral shaft and the femoral stem was fractured.